Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The noise was felt to be consistent with air entrapment in the device header or around the electrode. Boston scientific technical services (ts) discussed programming options until the air dissipates. No adverse patient effects were reported. This product remains implanted and in service.